Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-00781. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # of this initial medwatch report. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. The product is manufactured and inspected according to specifications. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: tilt, vena cava perforation, pain no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to deep vein thrombosis. Patient is alleging tilt and vena cava perforation. The patient further alleges "left foot pain that won't heal." Per the (B)(6) 2009 ivc implant report: "ultrasound guided access to right internal jugular vein with ivc gram performed and placement of an infrarenal ivc tulip filter without difficulty." Per a review of the (B)(6) 2018 CT (computed tomography) dated (B)(6) 2018: "positive for caval perforation. Superior extent of filter is at the superior l2 vertebral body. Inferior extent l3-l4 disc space. A total of four prongs have perforated the ivg, series 2, image 50. Maximum distance prong perforated is 4 mm, series 2, image 50. Coronal images show 10-degree tilt of filter left-to-right, series 601 , image 106. Sagittal images show 6-degree tilt anterior-to-posterior, series 602, image 89. Diameter of ivg directly above filter measures 25 mm x 20 mm, series 2, image 37."